Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the stimulation turning off issue was unknown. Rep noted pt was keeping a diary of event dates and times. The issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the ins had been shutting off again on its own. The patient stated the issue had been a non-issue until recently. It was noted to be 4 or more events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer rep. Rep stated cause is still undetermined. Pt will keep track to see if problem keeps occurring. Pt is going to keep a detailed log going forward and we will revisit if it keeps happening. Pt's weight is unknown. Information confirmed by physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that since around april (approximately 10 times) the patient has noticed that stimulation is randomly off when they check their controller. Caller stated patient will notice their pain or leg neuropathy symptoms have returned and they'll check the ins with their controller and see that stimulation is off. Caller stated sometimes patient will notice that it is off when they initially connect to ins and other times, it turns off when they switch groups. Caller stated patient uses the up/down arrows to unlock the controller (as opposed to the stimulation on/off button on the top of the controller) and they are able to turn stimulation back on after noticing it is off. Tss explained that ins will turn off if it becomes depleted but caller discussed this with the patient and patient indicated that isn't what is happening. Tss had caller review stimulation usage stats which dated back to 05-aug-2024 and there were no points of therapy unavailable and patient indicated that last time this occurred was sometime last week. The issue was not resolved through troubleshooting. Tss walked caller through obtaining mdt file and sent email so they could collect log files with healthcare it at a later time as they were currently with patient in-office.